Manufacturer narrative:
This report is being supplemented to provide additional information obtained to correct the customer information (identified via e1). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found: the flexibility adjustment ring had a scratch. The grip had a scratch. The suction cylinder had no color. The right/left knob had a scratch. The up/down knob had a scratch. The switch box had a scratch. Due to damage on the bending section cover, insulation resistance value at distal end did not meet the standard value. Due to wear of the angle wire, the bending angle in the down direction did not meet the standard value. The objective lens had a scratch. The light guide lens has a crack and a scratch. During incoming inspection no leakage was found, and the distal end insulation test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water cylinder/tube and jet tube had foreign objects. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.